Event description:
On (B)(6) 2024, it was reported by a sales representative via email that three ar-2924phs peek, mini hip pushlock anchor broke and pulled out. The surgeon drilled the bone socket with a 2.2 mm drill bit. When implanting the first anchor, it could be seen that the anchor bubbled at the top because it was being compressed against the cortical bone. The anchor was pulled out and it was broken. The surgeon used a 2.4 mm drill bit instead, and the second and third anchors pulled out. The case was completed using a 2.9mm mini hip push lock anchor to complete the case. This was discovered during a hip procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device's damage. The complaint was confirmed based on the customer's attached picture, which shows the device with a broken screw/anchor and a bent driver, likely due to excessive force applied during insertion.